Manufacturer narrative:
D10 concomitants: equinoxe humeral stem 13mm, 300-01-13, (B)(6). Equinoxe humeral head 47mm, 310-01-47, (B)(6). 0mm fixed angled kit, 300-21-00, (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. [[Insert manufacturing review statement]] a definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 4 years 3 months post initial operation. The patient underwent revision surgery where they were implanted with a hemi arthroplasty due to a glenoid fracture. The patient presented back with a healed glenoid fracture and was scheduled for a revision to convert the hemi to a reverse total shoulder arthroplasty(tsa). Surgeon revised to a reverse tsa using a competitor's component. Patient was last known to be in stable condition following the event.